Manufacturer narrative:
(B)(4). Date sent: 8/28/2025. Corrected data: h11 investigation summary. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone slightly separate from the mid housing. No all functional testing could be performed due to due to the separation of the nose cone. The instrument was disassembled to inspect internal components and the moisture indicator was positive. Due to separation of the nose cone and at the mid housing, moisture entered the hand piece housing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion can be made as to how the nose cone was separated.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025. B3: event year only reported: 2025 d4 batch #: y7014h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone slightly separate from the mid housing. No all functional testing could be performed due to due to the separation of the nose cone. Due to the device was recognized by the generator, communication issue could not by confirm. The instrument was disassembled to inspect internal components and the moisture indicator was positive. Due to separation of the nose cone and at the mid housing, moisture entered the hand piece housing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion can be made as to how the nose cone was separated.

Event description:
The device was received with no event details. Attempts were made to obtain details and no information was provided. No patient consequence reported.